Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had oversensing, short interval counts, and a visible fracture under fluoroscopy close to the fixation sleeve. There was a single instance of high impedance in the lead trend. During the revision procedure, only part of the lead could be removed. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the medial segment of the lead was returned, analyzed, and no anomalies were found. The analyst noted that a fracture was not observed on the distal conductor segment that was returned. Performance information was also received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Right ventricular (rv) lead integrity alert warning for increased sic count and 2 or more high rate non-sustained episodes occurred on (B)(4) 2015. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pace lead impedance was 1197 ohms on (B)(4) 2015. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The sic count went up to 64 in one day. Evidence of oversensing has been noted during high rate non-sustained episodes from (B)(4) 2015 to (B)(4) 2015.